Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she is experiencing a lancing device issue with her onetouch ultrasoft blood sampler. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that an unspecified time on (B)(6) 2011, she discovered that the casing on the subject blood sampler was allegedly cracked/broken. The patient stated that she manages her diabetes with a combination of oral medication and insulin (unknown type and dosage). It is not known if the patient made any changes to her normal diabetes management routine in response to the reported issue. At an unknown time on (B)(6) 2011, the patient claimed to have developed symptoms of being "dizzy and shaky" and on the same day, self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the blood sampler as recommended per the owner's booklet and that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.